Event description:
Caller reported a malfunction on pump, identified with malf 15 code. Customer's blood glucose level did not exceed 500 mg/dl, remaining within a normal range. Customer was unable to reset the pump immediately due to a missing charger, but was provided with pump reset information by technical support and intended to call back for further guidance.